Event description:
On 25-oct-2021, the following information was reported to kci by the family member: on (B)(6) 2019, the patient was admitted to the hospital allegedly due to a worsening infection and required an above knee amputation due to the lack of care by the patient's healthcare providers. It was reported the patient experienced technical issues with the activ.a.c.¿ therapy system prior to the event. "The patient would go more than two hours without active therapy or with the unit alarming for a leak" often. The home health provider was aware of the technical issues and advised the patient to leave the dressing in place. "The wound became smelly and [patient's] whole leg became swollen". On 29-oct-2021, medical records provided by the home health were reviewed by kci which noted the following: on (B)(6) 2019, no signs or symptoms of infection were noted to the wound. There was no periwound maceration, exudate, slough, eschar, edema, induration, or undermining present. The patient was disoriented and unable to "hold foot still", and stated they were "very nervous". Wound care was provided as ordered with an adequate seal achieved. On (B)(6) 2019, the home health nurse presented for an as needed visit and noted large purulent drainage, a moderate odor, and 75-100% slough in the wound bed. The periwound exhibited maceration, undermining greater than 4cm from 12-12 o'clock, edema greater than or equal to 4cm, and induration greater than 4cm. Upon arrival, the device was "off the foot" and the dressing "ripped off". The skin around the wound was "white, wet, and flaking off". The patient was disoriented and "unable to tell the nurse how the dressing came off." The nurse applied a non-adherent dressing to the exposed bone and reapplied v.a.c.® therapy. It was noted that there was "no one suitable to provide teaching to" about placing an alternate dressing. The patient and caregiver were advised to call the on-call nurse if they should experience any technical issues with the device, and the clinical manager was notified of the "conditions at the house." On (B)(6) 2019, the home health nurse presented for a schedule dressing change and noted the patient's fasting blood sugar was 406. The patient exhibited "slurred speech", was "sighing, blowing, and pulling leg up to chest straight in the air". The patient was "fidgeting" and "lethargic". There was a large amount of purulent drainage from the wound and a strong odor. The wound bed was 75-100% slough with "fibrotic" edges. The periwound was wet and the skin was "flaking off". The nurse called the physician as they were unable to obtain an adequate seal on the dressing. The patient was scheduled for an appointment the following morning and an alternate dressing was placed. The nurse left the patient in "stable condition." On 02-nov-2021, a device evaluation was completed by kci quality engineering. On 09-oct-2019, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On 02-jan-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged worsening infection requiring an above knee amputation is related to the activ.a.c.¿ therapy system. The initial wound type was a transmetatarsal amputation due to a severe diabetic foot infection. Additionally, the physician advised the patient and family that the wound was left open versus closed as further amputation was highly likely. The patient reportedly experienced technical issues with the device and left the v.a.c.® dressing in place over the manufacturers' recommendation. The device passed quality control checks before and after patient placement. This event is being reported due to potential use error. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Osteomyelitis: v.a.c.® therapy should not be initiated on a wound with untreated osteomyelitis. Consideration should be given to thorough debridement of all necrotic, non-viable tissue, including infected bone (if necessary), and appropriate antibiotic therapy. Protect intact bone with a single layer of non-adherent material. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever. Your wound is sore, red or swollen. Your skin itches or you have a rash or redness around the wound. The area around the wound feels very warm. You have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Clinical considerations for diabetic foot ulcers: as with any treatment for diabetic foot ulcers, success depends on accurate diagnosis and the management of underlying disease in combination with effective debridement of non-viable tissue. Off-loading is essential for successful healing of diabetic foot ulcers. Early identification and prompt treatment of infection is essential to prevent complications. In patients with diabetes, this may be difficult as classic signs such as pain, erythema, heat and purulence may be absent or decreased. Special dressing techniques may be considered. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.